Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported he was in drain 0 of his pd treatment and fluid was leaking from one of the stay safe connectors. The patient was advised to close off the clamps and disconnect. The patient stated no fluid got on the cycler. Additional information was requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported he was in drain 0 of his pd treatment and fluid was leaking from one of the stay safe connectors. The patient was advised to close off the clamps and disconnect. The patient stated no fluid got on the cycler. Additional information was requested.